Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose was 208 mg/dl. The customer reported waking up with a screen that looked blank. The customer pressed the act button and gets a screen that appears to be the self test screen. After the black box comes up, it slowly fades away and number never come up. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan per the healthcare professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump had blank display was discovered. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify missing segments/partial display, faded screen anomaly, black screen anomaly due to blank display. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.